Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. No unexpected no delivery alarm noted. Minor scratched display window and cracked reservoir tube noted.

Event description:
It was reported that the customer's insulin pump alarmed no delivery numerous times. The customer changed the infusion set three times, which did not clear the alarm. The cannulas were not bent. The customer's blood glucose was 268 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.